Event description:
I had a realize lap band placed around my stomach 5 years ago. The band slipped causing my stomach to herniate and at that point I could no longer eat or drink. I became extremely dehydrated with violent acts of vomiting that contained black fragments of undigested food and also blood from my stomach. As a result I had an emergency surgery to remove the device which was not covered by insurance, costing me thousands of dollars. They refused to pay since it was medically coded as a 'weight loss related surgery." When the band slipped it caused severe irritation and scarring of the esophagus and stomach lining. I have gained all of my weight back in addition to now dealing with severe depression as well as acid reflux and heart burn which I've never had before. In doing google searches and since talking to my surgeon, these lap bands are no longer placed because nearly 50% are failing within a couple years.